Manufacturer narrative:
See MFR. Report #3007566237-2016-02404 regarding a bladder infection the patient experienced during the trial. Other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A patient reported starting a device trial on (B)(6) 2016. The trial never really worked for her and she felt a "twinge" in the right side but never on the left. The thursday before the end of the trial, she started having back aches, pain in her hips, and a sharp pain down her leg to her knee. Onset of sciatica was sudden. After the leads were taken out on (B)(6) 2016, she was in a lot of pain that night; it was excruciating pain from her mid back down, all down her right leg, and all the way down to her ankle. It got so bad on (B)(6) 2016 that she went to the emergency room and was given morphine. The emergency room healthcare provider said her sciatic nerve was compromised or irritated, and the trial must have irritated her nerves. Now she was bedridden and unsure if the damage was permanent. Currently, she was on two kinds of painkillers. It was noted that the patient had made her healthcare provider and manufacturer representative aware of her lower spinal fusion done three years ago, and she was assured the trial would not affect the fusion. She watched the lead placement and it wasn't in the same location as the fusion, but it was close. The patient was set to follow up with her primary care provider on (B)(6) 2016 to determine next steps.